Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error twice. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was unable to perform displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime test due to scramble segment display due to lcd cold solder joint. The insulin pump was unable to verify motor error alarm due to scramble segment. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and cracked reservoir tube.